Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the hanger assembly was missing. Analysis also found the output connector assembly was broken. Lower case wires and display wires were pinched (insulation not compromised). One case screw was contaminated. It was noted the log data showed errors. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was missing the hanging hook. The epg was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.